Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-00234.

Event description:
The customer stated that she received a lost sensor alert. Found that the customer was using expired sensors. The customer also reported that she was recently involved in a car accident while driving. The customer stated that she went to pick up her daughter from daycare, and on her way home she experienced low blood glucose levels, lost consciousness and hit a tree. The customer stated that her daughter knew that she was experiencing low blood glucose levels when she arrived at the school, and she informed her teacher that her mother shouldn't be driving. The customer was given candy, and proceeded to drive home. The customer stated that her blood glucose was 29 mg/dl when the paramedics arrived at the scene. The customer stated that she had been experiencing low blood glucose levels frequently, but had not seen her hcp. The customer stated that she had been making adjustments on her own. Advised the customer to contact her hcp prior to making any adjustments.